Event description:
A malfunction code was reported without any notable prior events, along with a fault ID that indicated a pump issue. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address for a replacement pump and instructed the customer on how to put the faulty pump into storage mode before returning it within 10 days using a prepaid label, which the customer understood and acknowledged.